Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18 -jan-2019 with the following findings: during investigation, there was no damage or peeling to keypad. Ok key was intermittently responding, contrast, down and up keys are working. Removed the keypad and found contamination under the all key contacts. Unrelated to the original complaint, the battery compartment was observed to be cracked.